Event description:
Caller alleged false positive tni results for one pt. Pt had pains 1 week ago. Results on triage is for plasma at 6pm: tni = 0.2, myo = >500, ckmb = out of range. Pt came to the hospital and he had the following day at 0h36am, troponin negative (architect system). At 5pm, he had coronographie and result is negative. Sample: plasma edta. Triage cut off is 0.05 for troponin. Architect cut off should be 0.03. Diagnosis: waldenstrom disease.

Manufacturer narrative:
Product support observed 1 out of 8 whole blood tests with an elevated tni result. The result meets qc release specifications. Customer reported out of range results for ck-mb, and myo on triage which correlates with the positive tni value. No sample was returned for testing. Customer did not have knowledge of medication list, medical history, or if they were admitted. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. As of 3/2/2012, 1 similar complaint was reported against device lot k50510. Corrective action not required at this time.